Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update: 02/15/2013 - patient's medical records were received. Records indicate the patient had a periprosthetic trochanteric fracture. Stem was added to the complaint. Clinical report states a revision due to metallosis

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.